Event description:
It was reported that device had partial reset. Diagnostics were lost. The patient has no idea of the source of electromagnetic interference that caused the reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.